Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawing, instructions for use (IFU), manufacturing instructions, dimensional verification, complaint history, device history record, quality control data, and visual inspection of the device was conducted during the investigation. The needle and stylet, components of the quick-core coaxial biopsy needle set, were returned for evaluation. The length and diameter of both the needle and stylet were within specifications. A document based investigation evaluation was also performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number based on the information provided and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported following a biopsy that it was not possible to unscrew the trocar guide as the needle was reported to be defective. The examination time was extended as an additional prick was required to replace the needle. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.